Event description:
Report received indicated that the precise stent was implanted successfully in the carotid artery. A year post implant, pt complaint of pain, and a control diagnostic examination was performed where it was found that the stent was fractured in two pieces. The following day, both fracture pieces were surgically removed. The pt was release from the hosp and reported to be doing well.

Manufacturer narrative:
The lot number of device is not certain. This product has been returned for evaluation and testing; however, the engineer's report is not yet completed. Additional info will be sent within 30 days upon receipt.